Event description:
Patient said that their main concern is that when they try to get off the table to walk, they were not able to walk. [Unable to walk] sweaty [sweaty] migraine [migraine] the right knee felt "locked [knee lock] they explained that they could not bend nor straighten out their right knee [joint range of motion decreased] chills [chills] nausea [nausea] with the right being worse than the left [condition worsened] felt pain right away. [Injection site joint pain] felt really full and felt pain right away [injection site joint swelling] her right knee fired up and needed wheelchair [injection site joint warmth]. Case narrative: initial information received on 24-nov-2025 regarding an unsolicited valid serious case received from a patient. This case is linked to case ID- (B)(4); (multiple devices: left knee) this case involves a 64 years old female patient who stated their main concern is that when they try to get off the table to walk, they were not able to walk, sweaty, migraine, the right knee felt "locked, they explained that they could not bend nor straighten out their right knee, chills, nausea, with the right being worse than the left, felt really full and felt pain right away and her right knee fired up and needed wheelchair while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. On (B)(6) 2025, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee, strength: 48 mg/6 ml, (dose, frequency, route: unknown) for osteoarthritis. Patient had synvisc one injections 3 weeks ago on both her left and right knee. She said that she had a reaction immediately. She got sweaty (hyperhidrosis) (event onset date: (B)(6) 2025) (latency: same day) and had migraine (event onset date: 04-nov-2025) (latency: same day). Her right knee fired up (injection site joint warmth) (event onset date: 04-nov-2025) (latency: same day) and needed wheelchair. They were still bad, the right knee. Left one was better. Patient called to report that they had synvisc-one on their left and right knee last (B)(6) 2025. Immediately after, they had a reaction on both knees, with the right being worse than the left (condition aggravated) (event onset date: 04-nov-2025) (latency: same day). Patient reported their knees felt really full (injection site joint swelling) (event onset date: 04-nov-2025) (latency: same day)and felt pain right away (injection site joint pain) (event onset date: 04-nov-2025) (latency: same day). They got sweaty and had a migraine and the doctor blamed it on their anxiety. Patient said that their main concern was that when they try to get off the table to walk, they were not able to walk (gait inability) (event onset date: 04-nov-2025) (latency: same day). They think that the medication did something to their knee. They wanted to say the right knee felt locked (joint lock) (event onset date: 04-nov-2025) (latency: same day), but thought that there was a better word to describe it. They explained that they could not bend nor straighten out their right knee (joint range of motion decreased) (event onset date: 04-nov-2025) (latency: same day). Patient reiterated that the doctor injected synvisc-one to both knees, even though there was nothing wrong with their left knee. The doctor told them that the arthritis would have been in both knees. Patient thought that the left leg was improving, but there was really nothing wrong to begin with. Patient was currently walking with a walker. A day or two after, they experienced chills and nausea (event onset date: 06-nov-2025) (latency: 2 days). The nausea went away after two or three days. They met with their doctor last tuesday, 18-nov-2025, and that their doctor did not really seem concerned. The doctor blamed it again on their anxiety. Patient said that they did not even know the name of synvisc-one until today, when they called to get the name of it. Patient said that this is the first time that they have taken synvisc-one. Call recording disclosed. Patient verified that they got one shot of synvisc-one in each knee. Their knees are tight and locked up, they can barely walk. Why, was there such side effects that the knees get locked up and can't walk after these shots? Mis (medical information specialist) provided some information from the pi. Patient stated that it has been 3 weeks already, there has to be something going on- these shots wrecked their knees. Something has to be done- is there anyone else who could call me back about this? Mis explained that anyone from the department would have the same information. They are referred to their healthcare provider (hcp). Patient stated that they already talked to their doctor and they were just told to give it time. How much time did it take for those in clinical trials to feel better? What treatments could be taken? Are they going to pay for the consultations? It had been three weeks and nothing was any better- if anything, he thought they were getting worse. They did not know what to do. Patient stated that they were going to contact their doctor and hung up. No further details were collected. (Unknown batch number and expiry date for all events). Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: not applicable for all events. Corrective treatment patient used walker for gait inability and not reported for all other events. At time of reporting, the outcome was unknown for chills, recovered / resolved in nov- 2025 for the event nausea and was not recovered / not resolved for all other events. Seriousness criteria: disability and intervention required for gait inability. A (product technical complaint) (ptc) was initiated on 24-nov-2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated that, on 24-nov-2025, sanofi has received pharmacovigilance event complaint related to product synvisc one. The batch/lot no. Is unknown. For complaint description refer (B)(4). The incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for synvisc one in, and the incident description, the defect code other pharmacovigilance event has been assigned to this investigation. No qee (quality & engineering excellence) was opened. No qdn (qualification determination notification) was opened. The investigation urgency, qee/qdn decision and defect code may change based on the outcome of the investigation. The minimum investigation requirements for defect code other pharmacovigilance event includes product event history review, lot history review, qa batch/manufacturing review (including api), the results of these reviews are summarized below: product event history review: attachment 01- qualipso product (synvisc one) event history report for the past two years is generated on 08-dec-2025 and showed 139 complaints related to other pharmacovigilance event (including current complaint). Among these 105 complaint is concluded as no assessment possible. 7 complaint is concluded as no faults detectable. 4 complaint is concluded as related to handling error 5 complaints were closed as fasttrack process. 12 complaints were inactivated stage. 6 complaints (including current complaint) are in open state (investigation ongoing) attachment 02- comet product (synvisc one) event history report for the past two years was generated on 08-dec-2025 and showed no complaints related to defect code other pharmacovigilance event. Based on the above details it is inferred that there is no confirmed complaint reported. Lot history review: as the batch number is unknown, lot history review and assessment is not possible. Complaint sample evaluation: complaint sample is not available. Hence assessment is not applicable. Attachment 03 investigation outcome: there is no quality related defect that would attribute to a malfunction a death or serious injury. Mah pharmacovigilance continuously monitors adverse event reports with or without lot number, and assesses possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect safety signals. As the product lot number is not available, a batch record review and assessment are not possible. Due lack of information, no assessment is possible. Controls in place: prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA (corrective and preventive action) was required ER defined procedures. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 139 complaints including the current complaint for product synvisc one with defect code other pharmacovigilance event. However, review of investigation conclusions infers that there is no confirm complaint identified for the product synvisc one with defect other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Conclusion: based on investigation outcome and no qee was opened. No qdn was opened. The investigation urgency is conformed as standard. As the batch number is not available for subject complaint, no assessment is possible. Hence investigation conclusion is selected as no assessment possible with cause code as undetermined cause. Sanofi em&s gen med vaccines quality team will continue to monitor and trend these types of events and work with the cmo(s) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The final investigation was completed on 08-dec-2025 with summarized conclusion as no assessment possible. Additional information received on 08-dec-2025 from quality department: ptc details added, clinical course updated, text amended accordingly.

Event description:
Patient said that their main concern is that when they try to get off the table to walk, they were not able to walk. [Unable to walk] sweaty [sweaty] migraine [migraine] the right knee felt "locked [knee lock] they explained that they could not bend nor straighten out their right knee [joint range of motion decreased] chills [chills] nausea [nausea] felt pain right away. [Injection site joint pain] felt really full and felt pain right away [injection site joint swelling] her right knee fired up and needed wheelchair [injection site joint warmth] case narrative: initial information received on 24-nov-2025 regarding an unsolicited valid serious case received from a patient. This case is linked to case ID- (B)(4) (multiple devices: left knee) this case involves a 64 years old female patient who stated their main concern is that when they try to get off the table to walk, they were not able to walk, sweaty, migraine, the right knee felt "locked, they explained that they could not bend nor straighten out their right knee, chills, nausea, felt really full and felt pain right away and her right knee fired up and needed wheelchair while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. On 04-nov-2025, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee, strength: 48 mg/6 ml, (dose, frequency, route: unknown) for osteoarthritis. Patient had synvisc one injections 3 weeks ago on both her left and right knee. She said that she had a reaction immediately. She got sweaty (hyperhidrosis) (event onset date: 04-nov-2025) (latency: same day) and had migraine (event onset date: 04-nov-2025) (latency: same day). Her right knee fired up (injection site joint warmth) (event onset date: 04-nov-2025) (latency: same day) and needed wheelchair. They were still bad, the right knee. Left one was better. Patient called to report that they had synvisc-one on their left and right knee last (B)(6) 2025. Immediately after, they had a reaction on both knees, with the right being worse than the left. Patient reported their knees felt really full (injection site joint swelling) (event onset date: 04-nov-2025) (latency: same day) and felt pain right away (injection site joint pain) (event onset date: 04-nov-2025) (latency: same day). They got sweaty and had a migraine and the doctor blamed it on their anxiety. Patient said that their main concern was that when they try to get off the table to walk, they were not able to walk (gait inability) (event onset date: 04-nov-2025) (latency: same day). They think that the medication did something to their knee. They wanted to say the right knee felt locked (joint lock) (event onset date: 04-nov-2025) (latency: same day), but thought that there was a better word to describe it. They explained that they could not bend nor straighten out their right knee (joint range of motion decreased) (event onset date: 04-nov-2025) (latency: same day). Patient reiterated that the doctor injected synvisc-one to both knees, even though there was nothing wrong with their left knee. The doctor told them that the arthritis would have been in both knees. Patient thought that the left leg was improving, but there was really nothing wrong to begin with. Patient was currently walking with a walker. A day or two after, they experienced chills and nausea (event onset date: 06-nov-2025) (latency: 2 days). The nausea went away after two or three days. They met with their doctor last tuesday, (B)(6) 2025, and that their doctor did not really seem concerned. The doctor blamed it again on their anxiety. Patient said that they did not even know the name of synvisc-one until today, when they called to get the name of it. Patient said that this is the first time that they have taken synvisc-one. Call recording disclosed. Patient verified that they got one shot of synvisc-one in each knee. Their knees are tight and locked up, they can barely walk. Why, was there such side effects that the knees get locked up and can't walk after these shots? Mis (medical information specialist) provided some information from the pi. Patient stated that it has been 3 weeks already, there has to be something going on- these shots wrecked their knees. Something has to be done- is there anyone else who could call me back about this? Mis explained that anyone from the department would have the same information. They are referred to their healthcare provider (hcp). Patient stated that they already talked to their doctor and they were just told to give it time. How much time did it take for those in clinical trials to feel better? What treatments could be taken? Are they going to pay for the consultations? It had been three weeks and nothing was any better- if anything, he thought they were getting worse. They did not know what to do. Patient stated that they were going to contact their doctor and hung up. No further details were collected. (Unknown batch number and expiry date for all events). Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: not applicable for all events. Corrective treatment patient used walker for gait inability and not reported for all other events. At time of reporting, the outcome was unknown for chills, recovered / resolved in (B)(6) 2025 for the event nausea and was not recovered / not resolved for all other events. Seriousness criteria: disability and intervention required for gait inability. A (product technical complaint) (ptc) was initiated on (B)(6) 2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated that, on (B)(6) 2025, sanofi has received pharmacovigilance event complaint related to product synvisc one. The batch/lot no. Is unknown. For complaint description refer (B)(4). The incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for synvisc one in, and the incident description, the defect code other pharmacovigilance event has been assigned to this investigation. No qee (quality & engineering excellence) was opened. No qdn (qualification determination notification) was opened. The investigation urgency, qee/qdn decision and defect code may change based on the outcome of the investigation. The minimum investigation requirements for defect code other pharmacovigilance event includes product event history review, lot history review, qa batch/manufacturing review (including api), the results of these reviews are summarized below: product event history review: attachment 01- qualipso product (synvisc one) event history report for the past two years is generated on (B)(6) 2025 and showed 139 complaints related to other pharmacovigilance event (including current complaint). Among these 105 complaints is concluded as no assessment possible. 7 complaint is concluded as no faults detectable. 4 complaint is concluded as related to handling error 5 complaints were closed as fasttrack process. 12 complaints were inactivated stage. 6 complaints (including current complaint) are in open state (investigation ongoing) attachment 02- comet product (synvisc one) event history report for the past two years was generated on (B)(6) 2025 and showed no complaints related to defect code other pharmacovigilance event. Based on the above details it is inferred that there is no confirmed complaint reported. Lot history review: as the batch number is unknown, lot history review and assessment is not possible. Complaint sample evaluation: complaint sample is not available. Hence assessment is not applicable. Attachment 03 investigation outcome: there is no quality related defect that would attribute to a malfunction a death or serious injury. Mah pharmacovigilance continuously monitors adverse event reports with or without lot number, and assesses possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect safety signals. As the product lot number is not available, a batch record review and assessment are not possible. Due lack of information, no assessment is possible. Controls in place: prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA (corrective and preventive action) was required ER defined procedures. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 139 complaints including the current complaint for product synvisc one with defect code other pharmacovigilance event. However, review of investigation conclusions infers that there is no confirm complaint identified for the product synvisc one with defect other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Conclusion: based on investigation outcome and no qee was opened. No qdn was opened. The investigation urgency is conformed as standard. As the batch number is not available for subject complaint, no assessment is possible. Hence investigation conclusion is selected as no assessment possible with cause code as undetermined cause. Sanofi em&s gen med vaccines quality team will continue to monitor and trend these types of events and work with the cmo(s) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The final investigation was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information received on 08-dec-2025 from quality department: ptc details added, clinical course updated, text amended accordingly. Based on data previously received, the following information [the event condition aggravated was deleted as per the reported information, comparison is between l/r knee and not between before/after treatment] has been amended.